Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6)2025, a patient was to be implanted with gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat stenosis of left carotid artery. The viabahn device was advanced via amplatz guidewire through 8fr long sheath from femoral artery to target lesion. When the physician pulled the deployment line, obvious resistance was felt. The viabahn device couldn't be deployed. Therefore, it was removed from patient. Another new viabahn device was utilized to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
H6: c19 - procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The investigation could not confirm the cause of the reported hazardous situation nor assign a primary device failure mode. The condition of the device as returned was consistent with the complaint details as reported. The outer zipper of the vsx device as received was partially deployed, while the endoprosthesis remained fully constrained on the catheter. Deployment of the returned vsx device was able to continue when pulling the deployment line at the endoprosthesis, demonstrating that the deployment mechanism itself was not stuck. The root cause of the excessive vsx device deployment force as reported could not be established.

Manufacturer narrative:
Update d9. Update h6: c19 - a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications.